Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that there was no issue filling the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump did not alarm when it was running out of medication and when the drug was all used up. His pump was at 6 years. It had been 5 months since his last refill and it was worn out, it was not working. He needed a refill. No symptom was mentioned. Drug information the patient reported was: 50 mg/ml concentration, 18 ml total, 900 mg total dosage and 0.125 mg/hour 3mg/pau no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.